Event description:
It was reported the device was used in a low anterior resection. It was reported there was leakage from the staple line. It was reported the surgeon could not use another stapler, which resulted in a colostomy.